Event description:
A mammosite balloon was inserted by the surgeon into the cavity where a lumpectomy was performed in the pt's right breast. The balloon has two ports, a fluid port for inserting saline so that the balloon fills the cavity and a radiation source port for inserting a source on the end of a cable from an hdr unit for treatment. A CT scan was performed before the first treatment. This was used to generate a treatment plan and showed that approx 42ml of fluid was in the balloon. The hdr unit began malfunctioning later in the day on other pt treatments and the factory service engineer was called in. He discovered that there was approx 30ml of liquid in the head of the hdr unit. A CT san which was performed before the second treatment of the mammosite, pt indicated a significant loss of fluid in the balloon. The cause was not known, so the balloon was replaced in case it was defective. Dates of use: 2009. Diagnosis or reason for use: breast cancer.